Event description:
A customer reported an issue where the cartridge pigtail hub was bent right out of the box, although it was not leaking. There was no adverse impact to the customer's blood glucose level. The damage was confirmed upon review of a photo submitted by the patient. The issue was initially reported on january 11, 2026, and cts reviewed and opened a case on january 21, 2026, with plans to follow up. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.